Event description:
The pack was being opened and set-up for a procedure. Hosp staff observed a shiney object in the pack. Hosp staff reached in to remove the item and the glove was cut. The reporter indicated that there was no obvious cut, or bleeding to the hand. The reporter stated that there was a single edge razor stuck between the white drape and suture bag. Hosp staff was sent to lab for screening in accordance with hosp internal policy.